Event description:
Per the clinic, the patient was injected (specific date and duration not reported) due to pain at the implant site.

Manufacturer narrative:
This report is submitted on november 23, 2022.

Manufacturer narrative:
Per the clinic, the patient was injected with steroid (specific date and duration not reported) due to pain at implant site. However, the issue was not resolved. The patient then underwent revision surgery (date not reported) to clean out hematoma at implant site. Additional information has been requested but has not been made available as of the date of this report. This report is submitted on april 21, 2023.

Manufacturer narrative:
Correction: the previous MDR submitted on april 21, 2023, was filed inadvertently. No hematoma and no revision surgery to clean out hematoma has occurred. This report is submitted on may 30, 2023.